Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 213802551 was returned and analyzed. Visual inspection of the mapping catheter showed it was kinked on the loop (misshape) and the pebax tube was ribbed. The reported mapping catheter compatibility issue has been confirmed through testing. The mapping catheter failed the return product inspection due to the kink on the loop and the ribbed pebax tube. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up of the catheter, the mapping catheter was inserted into the balloon catheter and there was resistance. The mapping catheter was loose and failed to be inserted. It was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.